Manufacturer narrative:
An event regarding revision due to insert wear involving a triathlon cr insert was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection, evaluation and imaging was performed by the material analysis team. No materials or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: the conclusions of this report are: delamination, burnishing and third body indentations are observed on the articular surfaces, which are common damage modes of poly inserts; abrasions were also observed on the articular surface; and no material or manufacturing defects were observed. Device history review: review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that based on material analysis and clincian examination of the provided x-rays and returned product suggest failure to gain soft tissue balance and stability at the primary surgery likely resulted in the subluxation/dislocation of the cr total knee arthroplasty. The confirmed damage to the insert was secondary to this instability and was not the result of factors of faulty component design, manufacturing or materials. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available, this investigation will be reopened.

Event description:
The sales representative reported on behalf of the customer that there was allegedly posterior wear on poly insert of the triathlon tibial insert in a (B)(6) female patient who had undergone primary surgery on (B)(6) 2009. The customer further reported that the patient allegedly required knee revision surgery to replace the insert which was carried out on (B)(6) 2014. The customer also reported that at the time of the procedure the patient was reported to be (B)(6) in height, weight of (B)(6) and normal activity levels.

Manufacturer narrative:
The patient is (B)(6) centimeters in height. An event regarding revision due to insert wear involving a triathlon cr insert was reported. The event was not confirmed. Medical records received and evaluation: the provided x-ray images were rejected for review by a consulting clinician. Revision operative reports and the patient's clinical history would be required to provide a meaningful dictation for this case. The x-rays confirmed subluxation and partial dislocation of the joint. Conclusions: clinician examination of the provided x-rays confirmed a subluxed and partially dislocated knee which suggests the joint became unstable due to the reported poly liner wear. Additional information including revision operative reports, clinical history, and return for the explanted component(s) would be require to confirm this finding and determine a root cause of the poly insert wear.

Event description:
The sales representative reported on behalf of the customer that there was allegedly posterior wear on poly insert of the triathlon tibial insert in a (B)(6) year old female patient who had undergone primary surgery on (B)(6) 2009. The customer further reported that the patient allegedly required knee revision surgery to replace the insert which was carried out on (B)(6) 2014. The customer also reported that at the time of the procedure the patient was reported to be (B)(6) cms in height, weight of (B)(6) kg and normal activity levels.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
The sales representative reported on behalf of the customer that there was allegedly posterior wear on poly insert of the triathlon tibial insert in a (B)(6) year old female patient who had undergone primary surgery on (B)(6) 2009. The customer further reported that the patient allegedly required knee revision surgery to replace the insert which was carried out on (B)(6) 2014. The customer also reported that at the time of the procedure, the patient was reported to be (B)(6) and normal activity levels.